Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed. E1: (B)(6).

Event description:
It was reported that a 22 cm (8.5") ext set w/0.2 micron filter, clamp, rotating luer generated a leak during patient use. The reporter stated, ¿the solution leaked from the air vent.¿ there was no concomitant drug with no concomitant device involved. There was no bleedback, no chemo, no biohazard, and an unknown user facility medwatch. The device was not reprocessed/resterilized. The solution/medication involved is normal saline and an unknown chemodrug. There was no patient harm reported.

Manufacturer narrative:
Received a video from the customer showing leakage from the inlet filter vent of the 0.2 micron filter. The filter was observed to be wetted out. Received one (1) used 011-c32029 extension set w/0.2 micron filter for inspection. As received, the inlet and outlet filter vents of the 0.2 micron filter were wetted out with prior infusate. The set was leak-tested per product specifications. There was leakage from the outlet and inlet filter vents. The reported complaint of leakage can be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate interaction during use. A device history review (DHR) could not be conducted because no lot number(s) was/were identified. D9 - date returned to mfg: 2/28/2024.